Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged issue could not be verified as the cartridge was not returned.

Event description:
It was reported that resistance was felt while loading the cartridge with insulin. Customer reloaded the cartridge using the same syringe needle. Customer's blood glucose 165 mg/dl.